Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the patient elected to have hybrid denture rather than over-denture. Therefore, the implant had to be removed due to incorrect angulation.

Manufacturer narrative:
One implant was returned for investigation with its bundled cover screw attached. Visual evaluation of the as returned products identified wear markings as well as some damage around the drive feature on one of the implant, possibly due to the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.